Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an increase of the rv coil continuity up to a value of 1800ohms was observed. Stable ventricular lead impedance was observed.